Event description:
It was reported that the pump was out of calibration. No patient injury was reported.

Manufacturer narrative:
Other, operator of device are unknown. No information has been provided to date. A product sample was received for evaluation. Visual and functional testing were performed. The reported issue could not be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The reported issue could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).